Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously high troponin (accu tni) result generated by the access 3 instrument for one pt. A pt sample was tested for accu tni and a result of 0.56ng/ml was obtained. The result was reported out of the lab. The original sample was re-tested and repeated result was 0.07ng/ml. In addition, the specimen was tested on a different instrument in the customer's lab and an accu tni result was 0.05ng/ml. It is unk if pt treatment was affected as a result of this event.

Manufacturer narrative:
The sample was collected in a bd lithium heparin tube with gel and it was centrifuged at 3,500 rpm for 10 mins. Qc was recovering within established range before and on the day of the event. A diagnostic system check performed in late 2008 passed within specifications. The customer reported that a capped tube had been loaded on the system and run three days prior. They ran a system check and it passed afterward. They did not call and report this incident to hotline. A customer technical support (cts) had the customer perform the carryover test to verify the main pipettor was not damaged due to the capped tube. The customer reports that the carryover test passed. A field service engineer (fse) was not dispatched for this event. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.